Event description:
Article "similarities between the responses to ant-dbs and prior vns in refractory epilepsy" was received and reviewed. This study followed 11 patients who were implanted between 2005-2011 and looked to compare patient responses to deep brain stimulation with patient responses to vns therapy. Mean monthly seizure count charts were provided for each of the patients. It was reported that among the 11 patients, 3 patients saw high impedance on their devices. For two of the patients it was stated that the devices were disabled after the high impedance due to lack of efficacy. The third patient had his device disabled, however the reason for disablement was unknown. No further relevant information has been received to date.